Manufacturer narrative:
Missing patient weight. Missing manufacture date. No parts have been returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the system's trackers were not being recognized by the navigation system for initial spin. There was a green line of communication between the mobile view station (mvs) and the navigation system, however the camera did not recognize the tracker lights. The mvs and image acquisition system (ias) were rebooted with the umbilical reseated and the trackers could be seen. The stealth was not rebooted. This occurred intra/peri-operatively with a 30 minute delay to surgical time. There was no reported impact to patient outcome.

Manufacturer narrative:
It was determined there was an accidental radiation occurrence due to image transferring issue. No defect in an electronic product or failure to comply per 21 cfr 1003 was discovered. The investigation is inconclusive. Unable to determine the root cause based on the documented information. Number of people exposed: patient total number of people in or unknown. Estimated absorbed or effective dose information is not available. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the manufacturing representative (rep) reported there were no unused spins, but extra x-rays were taken.